Event description:
Patient undergoing lysis of adhesions and total laparoscopic hysterectomy with robotic davinci assist. The davinci has 4 arms; 3 of which use 8mm cannula seals on them (the 4th is for a camera and the seal for this arm is built into the introducer). At beginning of procedure it was noted 3 of the 8mm cannula seals utilized on the arms of the davinci machine would not seal properly, staff could hear air coming through the seals. All 3 seals were from the same lot number and were removed from the machine when complete seal could not be obtained. Staff obtained new seals from a completely different lot number and encountered no further issues. No injury to patient, just time delay in troubleshooting issues.